Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had questions regarding their heart rate being lower than what their device was programmed for. The patient was referred to their physician for follow up. At this time, attempts to obtain additional information have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.